Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation yet. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That two screws disengaged approximately 1 week post-operatively. Patient was revised (B)(6) 2018. (Related to 3004774118-2018-00192).

Manufacturer narrative:
The construct, spanning t6 to l5, included a rail on the left side, a rod on the right, and mesa screws throughout. The subject screws were located at l4 and l5 on the right side. The implant was returned, visually and microscopically inspected. The polyaxial screw presented significant deformation at the head assembly, which may have been introduced during removal. It could not be determined if the screw was fully locked in the index surgery. Manufacturing and inspection records of the subject lot was reviewed, and no discrepancies were discovered. Root cause could not be determined. Correction: lot number was corrected from dryf02d to dyrf.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That two screws disengaged approximately 1 week post-operatively. (Related to 3004774118-2018-00192)